Event description:
It was reported that approximately one hour and 15 minutes into a da vinci si vaginal hysteroscopy (lavh) procedure, the precise bipolar forceps instrument tip was "fraying" and then broke. Several small pieces of the black shaft fell into the patient and were removed. The surgical staff stated that the instrument was difficult to remove from the cannula accessory and they had to cut the tip off to get the instrument out. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the cables at the distal end have been cut and the instrument wrist has been detached at the proximal clevis. Approximately half of the instrument's main tube interface wall is broken off and missing pieces. Engineering concluded that the proximal clevis likely dislodged from the main tube and a section of the distal end of the tube collapsed, requiring the instrument wrist to be cut off to remove the instrument from the cannula. No other damage was found.